Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device data logs confirmed the reported complaint and revealed an error message (sf140) related to alarm priority. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message. There was no patient harm or serious injury reported as a result of this incident.